Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2006 and ams monarc subfascial hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient underwent mesh revision on (B)(6) 2007 due to exposure. The patient underwent mesh revision on (B)(6) 2009 due to exposure. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency and urgency.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui and failure of prior sparc procedure. It was reported that following insertion the patient experienced urinary/bowel problems. No additional information was provided.